Event description:
It was reported that during a modified radical mastectomy procedure, the surgeon had completed approximately ten firings, the next clip transected the vessel rather than sealing it. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.